Event description:
Patient reports tmj implants have been removed due to screws loosening.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The IFU states "do not use individual components of this total system (e.g. Mandibular components, fossa components, or screws) for partial joint reconstruction." User error contributed to the event as incorrect system screws were used with the joint implants. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.